Event description:
Customer reports, they are using low intermittent suction, flushing through tube and following this with an air injection in the blue pigtail. They are experiencing leakage out of the blue pigtail. Recent leakage has been sufficient to cause them to remove the tube and place new ones. No pt injury is reported.